Event description:
It was reported a patient with an implantable cardioverter defibrillator (ICD) system is deceased and died approximately fifteen months post upgrade to bi-ventricular ICD system. The patient is reported to have had recent high voltage therapy from the device for ventricular fibrillation which was successfully delivered and treated. Device interrogation was performed, no issues were identified with the device or leads and reprogramming of the device was completed which shortened the number of intervals to detect. The patient was discharged home and died a few days later at home. It is not known if the patient received therapy at or before the time of death. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.